Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000527, serial/lot #: 7u-8858-03 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was not available on the date of filing. Not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that defective pixels can be seen in 2d and 3d images. After defect mapping in software tools, the issue has been resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a procedure when 3d acquisition was taken, the image on the mobile view station (mvs) screen had a dark circle. There was no delay to the procedure and no reported impact on patient outcome.

Manufacturer narrative:
Unable to provide patient demographics due to belgium law. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the procedure performed was a sacroiliac and thoracolumbar spinal case (lumbar fusion).

Manufacturer narrative:
Additional information provided. Correction) information received from the manufacturing representative indicated the software was not faulty, it was purely the hardware that showed the defect. However, the defect could be solved by using the software to map out the defective pixels. Because of this, the hardware part (detector) did not need to be replaced. Fdr code corrected to fdr (B)(4) rather than fdr (B)(4) as this was discovered to not be an operational issue with the detector rather than a software issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying the cause of the reported issue. The issue was caused by defective pixels on the detector. Therefore, defect mapping had to be performed using the software.